Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced extracardiac stimulation; the lead was capped and replaced. No additional case details were available at this time.